Event description:
Rptr indicated that pt complained of being unable to sleep due to the vns sensation. The pt complained that the sensation was positional and that in certain positions the pt would feel pain in throat, temple, and forearm "like being hit with a rock". Pt states that the pt is unable to sleep if lies on right side due to the pain in throat and shortness of breath. Pt reported to be experiencing dysesthesias in left hand and pain around the site of surgery which is constant but increases with stimulation when lies on right side. This pain radiates to ear and at times to left temporal region. Pt has also complained of increase in seizures since activation. Device programmed to off 6 days later.